Manufacturer narrative:
Manufacturer's report date 03/12/1998. The device was not returned to the manufacturer for evaluation. Previous evaluation and testing of other unused returned samples was performed. Visual and functional testing on the IV administration sets meet all manufacturer's specification. However, it was noted that he design of the bag allowed fluid to pool in the spike port and the level of the fluid hole in the IV set's spike. The design of the bag will not allow the remaining fluid to reach the spike. The description ot the incident indicated the spike was inserted into the bag with the spike air vent open. The set was primed and the set and bag were left lying on a bench for several hours permitting air to enter proir to start of the infusion. This would allow fluid to "wet out" the air vent preventing the med bag from venting. The combination of the med bag design and the spike vent being "wetted out" could have caused the bag to collapse unevenly towards the end of the infusion resulting in an intermittent fluid/air entering the set. The proper procedure for priming the set requires the spike vent to be in the closed position when the bag is spiked to prevent the vent media from wtting out. The instrument used is not designed to detect air. The user facility will be informed on the proper priming techniques for this type of set.

Event description:
It was reported that air was noted in the line to the pt. There was no resultant pt complication.